Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation foreign material in the device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the instructions for use (IFU). A definitive cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: gif-h290z operation manual chapter 3 preparation and inspection states detection methods. Gif-h290z reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) states preventive measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a pre-use inspection of the gastrointestinal videoscope, when connected to the flushing pump and while water was being sent, a black foreign object came out of the secondary water supply channel. The doctor started and completed the examination without using the secondary water supply function. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm. .

Manufacturer narrative:
Updated h11 results of lm investigation. Updated d8 and d9. Updated h6 type of investigation code. Based on the results of the investigation, the reported malfunction was reproduced. The likely cause could be due to unremoved or difficult to remove dirt or dried residue was accumulated .the black material may have been originated from silicone type chemical such as amino modified silicone oil, or the like. There is a possibility that foreign matter remained because the reprocessing deviated from the instruction manual. However, the type of material and the root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.